Event description:
Attempted placement of superior vena cava stent. The wallstent was positioned in the svc and deployed. The balloon was inflated to its rated burst pressure of 8 atmospheres. There was still a waist at the superior margin of the stent therefore the balloon was inflated to 10 atmospheres. As the pressure approached 10 the balloon ruptured. The patient went into full cardiac arrest and could not be resuscitated. Autopsy revealed a hemopericardium (300 cc's of liquid/clotted blood), immediate cause of death: cardiac tamponade.